Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "deflation and implant removal from textured to smooth due to the concerns of the product". Device remains implanted.

Event description:
Healthcare professional reported "deflation and textured to smooth". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed 1 opening assessed as surgical damage and 1 opening assessed as unidentified (tear) opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and broken of plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side "deflation and implant removal from textured to smooth due to the concerns of the product". Device has been explanted and replaced with a non-allergan device.